Event description:
Account reported that they were having issues with the server. The site must reboot the server occasionally to increase system performance.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. There is no expiration date for this product. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. Evaluation summary - the actual device was evaluated in the field. While investigating the server, raid alerts were found in the server raid manager. The account's it department was given a list of updates to perform. There is a potential for patient data loss when the server/raid controller crashes. However, in this instance, there is no evidence that any patient data was lost. (B)(4).